Manufacturer narrative:
(B)(4). The cassette was not returned and the lot number is unknown; therefore, a device analysis and batch review cannot be completed. The patient disconnected without using proper procedures, then reconnected. This is a known cause of this alarm. Baxter labeling instructs the user how to properly temporarily disconnect and reconnect to the homechoice. A review of the label for the product family will be conducted. If there is any further relevant information, a supplemental medwatch will be filed.

Event description:
It was reported that a patient had a system error (se) 2240 during peritoneal dialysis (pd) therapy, while the home patient (hp) was connected, in fill 7 of 7. The hp stated they disconnected from the setup and then reconnected. The technical service representative (tsr) reviewed the alarm with the hp, advised them to inform their nurse of the alarm and assisted them with troubleshooting. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.